Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-12074. It was reported the pt experienced discomfort in the neck due to tension loop. The physician placed the tension loop deeper which resolved the discomfort. The pt was reprogrammed after the procedure with effective stimulation coverage. Note this pt received two leads from different lot numbers. It is unknown which lead was relocated; therefore, both leads are being reported.